Manufacturer narrative:
The date of the revision surgery was confirmed. Supplemental report one of two for the same event; reference 0001032347-2017-00220-1.

Manufacturer narrative:
The product identity was confirmed in the evaluation. One box plate assembly and five screws were returned. The band remains locked in the locking mechanism. The band is fractured in two locations. A fracture analysis was performed on the band that broke. The analysis did not find any manufacturing defects. Both fractures are likely fatigue fractures. The complaint that the band broke post-operatively was confirmed as the band is fractured in two locations. The most likely underlying cause of the complaint was determined to be excessive force applied to the implant, due to a gap in the sternum, trauma, or patient condition. There are no indications of manufacturing defects. The instructions for use states, ¿tension should be applied until the bone halves are approximated and visually contacting.¿ it also states, ¿the patient is to be instructed in the use of external supports and braces that are intended to immobilize the site of the fracture or other non-union and limit load bearing. The patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, load bearing or inadequate bone healing.¿ this is report one for two for the same event. Report two of two is reported on MFR #0001032347-2017-00220-1.

Manufacturer narrative:
The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, reference report 0001032347-2017-00220.

Event description:
Additional information was received; it was reported the patient complained of it being hard to swallow and inflammation around the sternum. The surgeon found that there was dehiscence at the manubrium and the body of the sternum was healed. Approx 7cc of fluid was removed from inflammation above manubrium. The band broke and the screws pulled through the bone. Three out of the four screws in the box plate were found loose (not locked) but still in the plate holes. Both right screws and the superior left screw were loose, the inferior left screw was locked. Two of the eight screws in the x-plate were found loose (not locked) but still in plate holes and two superior screws were found loose. The revision consisted of approximation with poly-propylene suture; bone reduction forceps were used to complete approximation. An l-plate was used with 16mm screws in the manubrium. The surgeon replaced loose screws of x-plate with emergency 14mm screws.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the sternalock 360 device failed at the manubrium. There will be a revision case scheduled. Additional event details have been requested, however no information has been received at this time.